Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that seven days following an intraocular lens (iol) implant procedure, the iol was exchanged due to a broken haptic. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution is dried the lens. One haptic is broken-gusset area adhered to the anterior optic surface. The optic has been cut into two pieces returned adhered to each other. The qualified cartridge was not returned for evaluation. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. An unspecified handpiece was indicated. The reported broken haptic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The damage observed to the lens typically occurs if the lens or plunger is not in a proper position for advancement. It is unknown if the qualified viscoelastic was used. The use of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. (B)(4).